Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet became nonfunctional after the patient jumped into a pond, resulting in moisture damage associated with the device seal. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed leakage at the seal consistent with moisture damage. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.